Manufacturer narrative:
Occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date is the complaint awareness date. As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The indication for filter placement is not available. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to several struts of the ivc filter perforated the wall of the inferior vena cava and one of the struts is indenting the right lateral wall of the abdominal aorta. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was reported that there was perforation of the ivc and aorta; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to several struts of the inferior vena cava (ivc) filter perforated the wall of the inferior vena cava and one of the struts is indenting the right lateral wall of the abdominal aorta. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain suffering, loss of enjoyment of life, distress and other damages.

Manufacturer narrative:
As reported, the patient had placement of a trapease inferior vena cava (ivc) filter. Per the medical records, history includes hypertension, deep vein thrombosis following right total knee replacement (tkr) in 2004 with chronic pain and swelling treated with coumadin for six months, osteoarthritis, cervical spine fusions of c4-c5 and c6-c7 after a motor vehicle accident, barrett¿s esophagus and sinus surgery. The filter was implanted prior to left tkr surgery. An inferior vena cava venogram was done. There was normal caliber and no thrombus were confirmed. The trapease filter was deployed below the level of the renal veins. There were no reported complications. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to several struts perforated the wall of the ivc and one is indenting the right lateral wall of the abdominal aorta. A CT scan, approximately 15 years post implant, reveals the apex of the filter was 0.1 cm below the origin of the right renal artery. The prongs appear to extend past the wall of the inferior vena cava with one left sided prong indenting the right lateral wall of the abdominal aorta. There was no evidence of tilt. There were moderate calcifications of the renal and abdominal arteries. Per the patient profile form (ppf), the patient reports perforation of filter strut(s) outside the inferior vena cava, perforation of filter strut(s) into organs, a strut indents the right lateral wall of the infrarenal abdominal aorta and mental anguish. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc, organ and aortic perforation from filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Additional information received per the medical records indicate that the patient has a history of hypertension, deep vein thrombosis following right total knee replacement (tkr) in 2004 with chronic pain and swelling treated with coumadin for six months, osteoarthritis, cervical spine fusions of c4-c5 and c6-c7 after a motor vehicle accident, barrett¿s esophagus and sinus surgery. The filter was implanted prior to left tkr surgery. An inferior vena cava venogram was done. There was normal caliber and no thrombus were confirmed. The trapease filter was deployed below the level of the renal veins. There were no reported complications.  The results of computed tomography (CT) scans done fourteen years and nine months after the index procedure indicate that the apex of the filter was 0.1 cm below the origin of the right renal artery. The prongs appear to extend past the wall of the inferior vena cava with one left sided prong indenting the right lateral wall of the abdominal aorta. There was no evidence of tilt. There were moderate calcifications of the renal and abdominal arteries. Additional information received per the patient profile form (ppf) states that the patient experienced perforation of filter strut(s) outside the inferior vena cava, perforation of filter strut(s) into organs, a strut indents the right lateral wall of the infrarenal abdominal aorta and mental anguish. The patient became aware of the reported events fourteen years and nine months after the index procedure.